Manufacturer narrative:
Product complaint (B)(4).surgical intervention.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. There is conflicting information from the report source as the implant date is indicated as (B)(6) 2013. This information cannot be clarified at this time as the reporter details have not been disclosed and are noted as confidential. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ventral hernia repair for an abdominal hernia procedure in (B)(6) of 2013 and the mesh was implanted. It was reported that there was a laparoscopy/laparotomy and division of adhesions for recurrent sbo, small bowel obstruction.